Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e mail that their blood glucose was 460 mg/dl and that they were in the hospital due to the high blood glucose. The customer indicated that her doctor fixed her pump and that she declined helpline troubleshooting. No further information was provided.